Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the allegation that the patient had difficulty connecting the rc to the ipg was confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg, which contributed to the reported communication issues. Therefore, this investigation is assigned a probable cause of failure to follow instructions.

Event description:
It was reported that the patient had difficulty connecting the remote control to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty connecting the remote control to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.